Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's catheter had migrated and split. The catheter was replaced. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if add'l info becomes available.